Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose levels; an exact value was not given. Additionally, the customer had large ketones which was addressed with a bolus. A pump system check was performed and the pump was functioning as intended.

Manufacturer narrative:
(B)(4).